Event description:
It was reported that pump experienced malfunction alarm with code Malf 12, and no events were noted before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed malfunction did not recur, and was advised to continue using pump and to call back if malfunction alarm happened again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.